Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a 0.2 micron pediatric filter, rotating luer where it was reported when removing a syringe line with a 0.2 micron filter attached, the end of the filter broke off into the cap post nivolumab infusion. Unable to use cap afterwards, required a cap change in order to heparin lock the port. There was patient involvement and no adverse event.

Manufacturer narrative:
Investigation summary: received one (1) used b6008 0.2 micron pediatric filter and one (1) used list #unknown bifuse extension set w/ microclaves for inspection. The male luer of the b6008 was broken inside of the microclave. Examination of the break showed one side higher than the other and stress whitening, typical of a bend break. The reported complaint of leakage can be confirmed due to the break. The probable cause of the break is due to an unintentional bending force during use. A device history record lot # review could not be conducted because no lot number(s) was/were identified.